Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. No motor error alarm noted. Motor passed motor test. The displacement test functioning properly. Unable to verify motor position encoder error alarm in the alarm history due to history file overwritten. Pump received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm after being exposed to high magnetic fields. Blood glucose level at the time of the incident was 250 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.